Manufacturer narrative:
The actual device was not available; however, 24 companion samples were provided for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. A leakage test of dialysate side was performed, and no leakage could be found. The reported failure was not verified for the companion samples. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leaked from venous header and housing was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.